Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the surgery department. The user reports that this incident happened after the catheter was placed into the male patient's femoral vein. The user met resistance when attempting to remove the swg. The swg that was used was 0.032 " x 60cm. As a result, the swg was removed, separately from the catheter, but intact, and a new swg was used to complete the procedure successfully. There was no delay, harm, complication, death, or injury reported to the patient as a result of this occurrence.